Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01860.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician deployed and detached a ruby coil into the gda and then opened a ruby coil to complete the procedure. While attempting to advance the new ruby coil through the other manufacturer's microcatheter, the physician experienced resistance. Subsequently, the coil became stuck and was unable to advance further. Therefore, the coil was removed and another ruby coil was opened. While attempting to advance the ruby coil through the same microcatheter, the physician met resistance again. Subsequently, the coil became stuck and was unable to advance further. Therefore, the physician removed the coil and completed the procedure using a new ruby coil and the same microcatheter. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the manufacturer received a ruby coil product display box on 01/31/2017; however, the ruby coil in complaint was not returned inside the box. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was not returned for evaluation.